Manufacturer narrative:
D6b: explant date: 3 months after implant. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was having discomfort and continued draining at the pocket site with symptoms of redness. The patient was healing well without medical/surgical intervention. Additional information was received that the patient underwent an explant procedure due to extreme pain and was not feeling stimulation three months after implant. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was having discomfort and continued draining at the pocket site with symptoms of redness. The patient was healing well without medical/surgical intervention.

Manufacturer narrative:
Event date: exact date unknown, event occurred since implant.